Event description:
The patient is doing well overall; however, when the patient was initially programmed on the patient had two seizures. The patient reported they felt bad for the day, but were unsure if the seizures were related to vns. No additional relevant information has been received.

Manufacturer narrative:
D4: lot # - correction - lot # was not included on initial MDR. D4: expiration date - correction - expiration date was not included on initial MDR. F10: health effect - impact code - correction - code f0101 should have been included in initial MDR. H4: device manufacture date - correction - manufacture date was not included in initial MDR.